Event description:
It was reported that this right atrial (ra) lead had no slack. This was confirmed by x-ray. A lead repositioning procedure was performed. No additional adverse patient effects were reported. Currently, this ra lead remains in service.